Event description:
It was reported that in (B)(4), composite field sequence (cfs) allows for, when it should not allow, sequences using siemens machines with wedges, sequences using stereotactic cones, and sequences using blocks/apertures. The defect was found internally. This issue has not occurred in the field. There have been no mistreatments and no reports or complaints from customers.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. The defect was fixed in the later version.